Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0006797, medical device expiration date: 2021-06-30, device manufacture date: 2020-01-06, medical device lot #: 9329602, medical device expiration date: 2021-05-31, device manufacture date: 2019-11-25. " reporter phone#: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that stopper is coming off with a bd vacutainer® sst¿ ii advance plus blood collection tubes. This occurred on 2 separate occasions after use with batch 0006797, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from spanish to english: tubes decapped.

Manufacturer narrative:
H.6 investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for decapping with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that stopper is coming off with a bd vacutainer® sst¿ ii advance plus blood collection tubes. This occurred on 2 separate occasions after use with batch 0006797, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from spanish to english: tubes decapped.